Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine device replacement procedure. During procedure, there was no capture on the left ventricular lead and patient was experiencing muscle stimulation when pacing from the lead. A lead fracture was discovered. The lead was capped and replaced on (B)(6) 2019. Patient was stable post procedure.